Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) - after an implantation period of three weeks oversensing and low r waves measurements were reported. The physician decided to replace the lead, but it was not returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection cuts in the insulation were found which presumably occurred during the surgery. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.